Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that the patient was currently receiving the following medications via their implanted intrathecal pump: baclofen (concentration: 300 mcg/ml, dose rate: 74.98 mcg/day) and dilaudid (concentration: 20 mg/ml, dose rate: 4.99 mg/day). The type of baclofen administered via the pump and drug lot number were unknown. The indication for use regarding the pump was spinal pain. The patient was drowsy and falling asleep; date of the event was (B)(6) 2015. The patient was discharged from the first occurrence on (B)(6) 2015. On (B)(6) 2015, the patient was noted as not being himself and had decreases unresponsiveness and hypotension. The patient was admitted to an emergency room on (B)(6) 2015. The patient was administered narcan which helped their condition. A physician planned to lower the patient's dose on (B)(6) 2015. No further information was reported / available. Additional information requested included clarification of baclofen intrathecal, drug therapy dates, other medications the patient was taking at the time of the event, medical history, diagnostic test(s) performed including results, and event outcome. A supplemental report will be provided as additional information becomes available. Additional information received from a physician: other medications the patient was taking at the time of the event included ativan, percocet, and trazodone. The patient had allergy to nucynta. The patient's pertinent medical history included approximately 12 thoracic/lumbar surgeries and post laminectomy. Regarding diagnostics, the patient was found to have pneumonia and renal insufficiency. As a result, the pump rate was decreased.